Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt had not been using his device since he had a shocking episode. Now when he tries to turn the device on it would not work. Add'l info has been requested and if rec'd, a follow up report will be sent.